Event description:
This report addresses the connection issue. During follow up with a customer regarding an alarm, the home patient (hp) reported to baxter that the lines disconnected from the bags, which caused the alarm. The hp stated that after starting over with new supplies he was able to complete therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Since the lot number is unknown, no batch review was performed.